Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 18 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2016 that the patient underwent a pump exchange due to suspicion of pump thrombus. It was reported that pump thrombus was confirmed visually at explant of the pump. No additional information was provided.

Manufacturer narrative:
The report of device thrombosis was confirmed during the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that it did not likely form in this location. However, contact marks were observed on the tapered section of the pump rotor indicating that the thrombus was present while the pump was operating. The evaluation could not determine the specific origin of the observed thrombus. Examination of the pump inlet section found a small, white, tissue-like deposition lightly adhered to the inlet bearing ball. The deposition had a soft structure and did not extend along the entire circumference of the inlet bearing ball. The observed deposition appeared to be an acute formation. The pump was returned with the outlet bearing cup fractured. The damage likely occurred following the explant of the device. Visual inspection of the inlet bearing cup and bearings found no evidence of damage or wear. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The returned pump was unable to be functionally tested on a mock circulatory loop due to the damage to the outlet bearing cup. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.